Manufacturer narrative:
Investigation results: a flexiva 200 tractip laser fiber returned broken in two pieces. The first piece measured approximately 313.5 cm from the top of the connector to the break. The second piece measured approximately 4.5 cm from the break to the tip. Visual examination revealed that the exposed glass fiber tip appeared used and had degraded. Exposed glass portion of the tip measured approximately 3.5 mm. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. Fibers are consumable and meant to degrade. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a p120 laser console. According to the complainant, during the procedure, the laser fiber broke while in use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.